Event description:
It was reported by the customer that a bd pyxis¿ es server user was not able to access patient specific medications or eyedrops. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the specific medications from the station. A technical support specialist discovered that the current workflow doesn't support patient-specific medications that need repeated use. The customer was advised to submit an enhancement request. The system functioned as intended after the technical support specialist investigated the device.